Event description:
When going to assess their baby for hands on, cooling blanket was noted to be leaking and a puddle was formed on warmer. Infant immediately changed to new cooling blanket, dried, and stabilized. Leaking blanket was bagged and set aside for investigation.